Event description:
On may 5, 2006, a pt underwent a repair of the left rotator cuff. Two weeks postoperatively an x-ray revealed one implant had come loose from the bone hole. On may 23, 2006, the surgeon performed a second surgery to remove the loose anchor.

Manufacturer narrative:
Explanted anchor was returned for eval on june 2, 2006. The cornical bone locking mechanism was in place. One side of the toggle appeared to have deployed correctly. The opposite side at the toggle was compressed down the length of the body of the anchor which can be indicative of intercortical deployment. The exact cause of this failure can not be confirmed.